Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitra clip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3-4, a prolapsed anterior. It was noted that imaging was difficult. An ntw clip was inserted and it was noted that grasping was difficult. However, after deployment, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). Mr was observed to have worsened. Patient was then transferred to surgery. During surgery, it was observed that the tangled in the chordal on the anterior side. A hematoma was observed on the posterior leaflet, but no tearing of the leaflet. Surgery was successful. There was no clinically significant delay in the procedure.

Manufacturer narrative:
All available information was investigated and the reported difficult to grasp, entrapment of device, slda, and poor image resolution could not be tested in the testing environment as they were related to patient anatomy. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation determined the reported difficulty grasping appears to be related to patient morphology/pathology. A cause for the reported entrapment of device (chordal entanglement) cannot be determined. The slda appears to be due to the entrapment of device (chordal entanglement) the reported poor image resolution was due to challenging imaging quality. The reported worsening mr appears to be related the slda. The hematoma appears to be due to the chordal entanglement. Mr and hematoma are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported hospitalization and surgical interventions were results of case specific circumstances as the patient remained hospitalized and converted to surgery. There is no indication of a product issue with respect to manufacture, design or labeling.